Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged one day post implant. It was noted that the patient underwent an av node ablation procedure on that day. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.